Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having balloon valve leak alarms during setup. The patient discontinued treatment during drain 0 of 3 due to the large drain. The patient contact reported that the patient drained 4180ml during drain 0 of the treatment. This drain volume is 209% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient contact confirmed the reported event, and that the cycler beeped several times with an unknown alarm during treatment overnight. The patient contact stated that the patient completed treatment with a manual drain the following morning. The patient contact confirmed that the patient had pain on her left side the following morning but did not require medical intervention as a result of the reported event. The patient contact could not confirm if the replacement cycler arrived but confirmed using the old cycler after the event without further issue until the replacement cycler arrived. The old cycler is available to be returned to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having balloon valve leak alarms during setup. The patient discontinued treatment during drain 0 of 3 due to the large drain. The patient contact reported that the patient drained 4180ml during drain 0 of the treatment. This drain volume is 209% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient contact confirmed the reported event, and that the cycler beeped several times with an unknown alarm during treatment overnight. The patient contact stated that the patient completed treatment with a manual drain the following morning. The patient contact confirmed that the patient had pain on her left side the following morning but did not require medical intervention as a result of the reported event. The patient contact could not confirm if the replacement cycler arrived but confirmed using the old cycler after the event without further issue until the replacement cycler arrived. The old cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of touch screen misalignment. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.